Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the reboot screen. A field service engineer had previously re-imaged the station and performed a data synchronization and confirmed the station was linking with the server. A technical support specialist (tss) dialed into the station, confirmed that the medication application launched and operated normally. A review of the medication application logs showed that logging began only from april 6, 2026, corresponding to when the station was reimaged, event viewer logs revealed no abnormal events except for a kernel-41 entry indicating an unexpected shutdown during that time frame, and database synchronization logs showed the station initiating a full synchronization during the same period. The tss informed the customer that the root cause could not be fully determined due to the station being reimaged but noted that the issue most likely resulted from corruption during an operating system update that caused the station to become stuck in a reboot loop. As the station was currently functioning properly, the tss advised the customer to monitor for any recurrence, and the customer granted permission for case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower ph1409infu device became stuck on the reboot screen on the early hours of (B)(6) 2026 and does not complete the restart process. The customer requested investigation into why the station failed to restart fully. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.